Event description:
Reporter stated the menu button on the infusion device works intermittently and the piston rod is damaged. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the up button are worn down heavily; therefore, moisture may enter the insulin pump and destroy the pump electronics. The buttons were tested successfully and the functionality fulfill the product specifications.